Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it is unclear when did the issue occurred if during the procedure or post op the procedure, could you please clarify when did the suture failed? The suture was seen broken in several places along the suture strand during post op follow up. The surgeon had to re open the wound to secure the fascial closure with standard (non stratafix) suture. It is known that "suture failed on routine follow up", could you please clarify with details what was the exact issue with the suture? Several breaks were noticed in the suture strand. Appears to be a tensile strength issue. Are there any photo available for visual analysis? If yes, could you please provide it none are available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the procedure date was reported as (B)(6) 2023, which is after both the event date and the alert date. Please clarify the date of the initial procedure the diagnosis and indication for the index surgical procedure? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? How was it found that the suture had broken post-op? Did the wound dehisce? If yes, what tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Where on the suture was the breakage noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an open prostatectomy and a barbed suture was used for facial closure. Post-op, during follow-up on (B)(6) 2023, it was found that the suture had failed. The suture was seen broken in several places along the suture strand. The surgeon re-opened the wound to secure the fascial closure with a standard (non-barbed) suture for continuous closure. Additional information was requested.